Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. Customer was unsure if air bubbles present in reservoir. Customer reported that the approximate size of air bubbles was different, unsure. Customer allowed for insulin to warm to room temperature prior to filling reservoir. The reservoir will not be returned for analysis.